Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Upon review by the manufacturer's investigation unit, the lancet was found to protrude past the end cap of the multiclix device. No adverse event reported. Suspect device was returned.